Manufacturer narrative:
Siemens field service engineer found out that there was an error in the configuration table which caused the two parameters to swap on temperature corrected capillary samples only and this was missed during the customer tests. This error has been fixed. Instrument is performing as intended.

Event description:
Customer reported that the temperature and results fields were erroneously reversed between instrument and data management system. There was no report of injury due to this event.